Manufacturer narrative:
Corrected data: b5, h6 (clinical code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit malfunctioned leading to a code blue. Reference MDR report #: mw5115286.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: g2, h2, h6(problem code) the customer has not requested for getinge to evaluate the iabp unit involved. Despite multiple attempts to the customer, no additional information was provided. The complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated. H3 other text : evaluation not requested by complaintant.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit malfunctioned leading to a code blue.